Event description:
It was reported that a pt underwent a sling procedure in 2006. On an unk date, the mesh was exposed. The following year, a vaginal flap was done to cover the exposed mesh. The mesh still continued to bleed through the flap. Nine months later, in /2007, the exposed mesh was removed. The pt has begun to notice leakage again. There is still pain during sexual intercourse.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.